Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and clonidine (unknown concentrations and doses) via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that the patient had her pump replaced on (B)(6) 2014 [refer to manufacturer's report # 3004209178-2014-12981 for details pertaining to the pump system explant], and three months later it became loose in the pocket ((B)(6) 2014). The patient stated that because of this she had started to see the code 0617 on her personal therapy manager (ptm). The patient was able to turn the ptm off when she would see this code and would try again, and it was successful. The patient saw this code multiple times a day for the last three weeks ((B)(6) 2015). The patient was to see her healthcare provider (hcp) on (B)(6) 2016 to continue to try to resolve her pain issues. Her hcp was trying different medications. Also since implant, she had gotten some relief from the pump but not as much as she would have liked. The patient stated that her pain was hard to describe, and that it helped for only certain types of pain. The patient reported she had no other options and would not go back on oral medications. The patient was not a surgical candidate at that time due to her rsd and other health issues so they were putting off the revision surgery on the pocket to get it re-sutured. No diagnostics, actions/interventions, cause of the issues or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.